Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received for evaluation. Visual inspection was performed and damage to the last fill line tubing was observed. Clear passage and clamp function testing were performed, and no issues were observed. Leak test was performed a leak was observed from the hole in the last fill tubing line. The reported condition was verified. The cause of the condition could not be determined, however the damage on the tubing resembles chew marks. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a hole was observed in the last fill line tubing of the homechoice cassette which resulted in a leak. The air drawn into the disposable cassette had caused a system error 2240 alarm during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.